Event description:
Customer called reporting his insulin pump was alarming on and off for a couple of weeks. He also received a motor error alarm. The device has a blank screen. Customer has changed out the batteries, but the screen is still blank. Customer's blood glucose is 140 mg/dl. He is treating with manual injections. The device was not bumped or dropped. The drive support cap appears normal. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.